Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional additionally reported left side valve leak.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, fold creases, one crack opening and white particles in device inner surface. Leak test and microscopic analysis was performed which identified, one crack opening, wear abrasion and partial delamination of valve. Based on the device analysis, the final assessment is: one opening crack assessed, as cracked valve seat diaphragm valve. Partial delamination of valve assessed, as adhesive failure.

Event description:
Healthcare professional reported, left side deflation. Device has been explanted.